Event description:
During a lobectomy procedure, the proximal part of staple line had malformed staples at the first firing (open shape). Another device was used to complete the case. There was no pt consequence.